Event description:
Adverse event(s): no patient impact reported (no consequences or impact to the patient). Product problem(s): "touchscreen froze" (no display or display failure). The customer reported the touchscreen froze. There was no patient or procedural impact.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problem reported. The system was tested and met all product specifications. A review of complaints for the last 24 months indicated no additional related reports for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event and the root cause is therefore unknown at this time. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B)(4).